Manufacturer narrative:
Conclusion: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is to be planned in (B)(6) 2024. This is a final report.

Event description:
The user's hearing performance with the device is affected. A variation in volume, noise, pain, and tinnitus was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported loudness variations, pain and tinnitus.